Event description:
It was reported that on 5n there was a "tubing bubble issue" that is most likely a ballooned pumping segment. The customer states that there is no patient harm.

Manufacturer narrative:
The customer¿s report that there was a "tubing bubble issue¿ was confirmed by visual inspection of the as-received sample. Functional testing was performed and could not replicate the ballooning. After the functional testing, three samples of the silicone segment were analyzed and the walls were found to be concentric. The root cause of the ballooning was not identified.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that on 5n there was a "tubing bubble issue" that is most likely a ballooned pumping segment. The customer states that there is no known patient harm.